Event description:
The customer reported an error code which resulted in a system lock up. A system reboot was required to continue system usage. No patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.